Event description:
It was reported that the patient with an implantable cardiac defibrillator died of sudden cardiac death and ischemic heart disease. The patient had a history of atrial flutter and an ablation procedure twenty three days prior to death. No records have been made available other than a death certificate. It was noted by the coroner that it was a "natural expected death" and no coroners report was written.

Manufacturer narrative:
Additional information received from canada indicated the patient had an additional lead at the time of death. The lead 5076 is being submitted via a individual MDR. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.